Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of a -14.0 diopter was implanted in the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was explanted. Cause of the event is unknown.the problem was resolved.

Manufacturer narrative:
A4-a6:unk. Work order search: no similar complaints within associated lots were found. Claim#(B)(4).